Event description:
User received discrepant hcg results for two samples from the same patient when the samples were processed with a dilution that remained programmed in the system from previous samples. The first sample tested with a dilution gave a result of 21.18 miu/ml. The physician did not believe the result and in 2008, sent a second sample that recovered 44.51 miu/ml with a dilution and 0.827 miu/ml undiluted. The original sample was then retested undiluted and gave results of <0.100 miu/ml twice. The patient was not adversely affected. If additional info is received, appropriate notification will be provided.